Event description:
During a bone scan-whole body study being performed, the detector came down on the pt's face. Later on that day/night the pt claims he was experiencing chest pains and went to the emergency room. No further pt medical info was provided.

Manufacturer narrative:
Results of investigation: at the time of arrival, the field service engineer (fse) found the pt removed from the camera and the system was in working condition with the acquisition still running. The fse inspected the system by checking the table emergency release, collision apds (by hand), and all gantry motions. The collimator collision sensor was tested with no issue. The fse ran several whole body bone scans with no errors or problems. No repair or replaced parts were required on the system. Log files were retrieved and forwarded to engineering for review. Results of the log file review determined that the emergency stop was activated close to the beginning time of the scan and the system motion halted, working as designed. The log files also indicated that a warning was displayed that the contour map was being done at one height and then the height was changed during the scan or just prior to the beginning of the scan. Following warnings are documented in the forte user's, p/n 9201-0234g-eng rev a, manual: (pg. 106) 'warning set the table height before outlining the pt's contour or acquiring the study. Moving the table while setting up or acquiring a total body study using learn mode may cause a collision between the detector and the pt. In learn mode, the system records only those changes that are made to the detector radius and not the table height." (Pg. 108) "warning: do not change the position of the table after instructing learn mode to begin gathering profile data. Moving the table after you start generating the profile may cause a collision." (Pg 110) "warning do not adjust the table once you have initiated a total body acquisition using learn mode. In lear mode, the system records only those changes that are made to the detector radius. Moving the table could cause a collision." (Pg 102) - "important constantly monitor the system to prevent a collision with the pt or equipment." (B)(4).